Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis investigation did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce and could not verify external event to be related to the customer reported complaint. The mcs instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument had an in-house mcs tip accessory installed and the instrument did not have any error when installed on the system. The instrument was advanced into the cannula and was able to be moved without issues noticed. The instrument moved intuitively with full range of motion in all directions. The instrument tips opened and closed properly. The instrument was fully functional. No product issue was identified. Additional observation(s) not related to the customer reported complaint was also identified: the mcs instrument was found to have a scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system failed to recognize the monopolar curved scissors (mcs) instrument tip after trying multiple tips. The customer opened new mcs instrument with tip and had no issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and received the following additional information: the instrument was not recognized by the system. The reported issue occurred outside of the patient's body. There were no reports of fragments from this instrument falling into a patient. The patient has not returned back to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.